Event description:
According to the information there was a tubing fracture.

Manufacturer narrative:
Requests for additional information concering this event and the return of the explanted components have been made. At this time, no response has been received. Without the benefit of examination and testing, qa is precluded from commenting on the condition of the device or the cause for this occurence. Should the device be received, qa will file an addendum to this report if required.